Event description:
A surgeon reported that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system after the tip had been placed into the eye. Enlargement of the surgical incision was required. Additional information has been requested.